Manufacturer narrative:
Received one (1) 14cm probe needle with handle removed. As received, the customer only returned approximately 12cm of the probe shaft with tip detached and the handle was also removed by the end user. The applicator was received with the shaft was bent and severed from the handle as if cut with pliers.the cartridge and tubing was removed and not returned. A portion of the ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have detached. Approximately 4 mm of ceramic tip remains attached to portion of semi rigid protruding for the shaft. It was not possible to understand the root cause for the tip detachment and whether this device was or was not used as indicated by the dfu due to its condition as received. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications, i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Reference (B)(4).

Event description:
A physician reported an issue with a solero applicator 14cm us. During procedure closure, it was discovered that the tip of the device had broken off and was retained in the patient's liver. The applicator was tested, prior to insertion into the patient for 10 seconds at 100w. The procedure was a percutaneous CT and us guided procedure. The navigation was through the left anterior flank into the renal lesion; there was no resistance noted during placement or removal, and no adjunct tools were used during the procedure. The 2.8 cm left renal lesion was treated with 140w for 6 minutes. Dr. Palacious indicated that the procedure went without any noticeable difficulty. A single ablation was performed before withdrawing the probe. It was only noted in the post scan that the tip had detached and was retained. The probe tip is still in the parenchyma of the patient's left kidney. Dr. Palacios has been using angiodynamics microwave products for more than 10 yrs. He has used the new solero probes since they became available at va about 6 years ago.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Event correction: during procedure closure, it was discovered that the tip of the device had broken off and was retained in the patient's kidney.

Manufacturer narrative:
The initial report's event description incorrectly reported as having occured in the patient's liver. This has been corrected to report that it occured in the patient's kidney. Reference (B)(4).